Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a "buzzing/vibration" sensation at the ipg site which is causing discomfort. The patient's ipg was replaced with a new one which resolved the issue. The physician noted he did not think the issue was not related to the scs system. Related to reference MFR report: 1627487-2017-03363.